Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, after a successful implant of a 26mm sapien 3 valve, by transfemoral approach, there was a problem ¿pushing¿ the ultra delivery system through the axela sheath. Fluoroscopy was performed and showed a dissection of the iliac. However, there is no report of intervention to treat the dissection. The device will not be returned for evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The axela introducer sheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The work order information was not provided, the document revisions referenced below are the latest revisions up to the event occurrence date. The steps described below are representative of the steps that the complaint device underwent during manufacturing. During manufacturing, the device and its components were inspected/tested a number of times. During inner member (im) and inner tip bonding the devices are 100% visually inspected. The outer jacket is visually inspected for wrinkles, holes, and tears. During outer tip bonding, the shaft is visually inspected for defects. The proximal end of the shafts are flared and inspected for length. Devices are then 100% visually inspected. On the component level, the shafts undergoes 100% visual inspection by both manufacturing and quality. During axela sheath final inspection, the shaft and the tip are visually inspected. In addition, lots undergo product verification (pv) testing on a sampling basis. Testing includes an insertion force test, where a mandrel is inserted through the sheath (simulating a delivery system and valve). The peak insertion force is measured through the shaft and at the tip. Samples must pass product verification testing as a requirement for lot release. These inspections indicate that the axela sheath has sufficient inspections in place to identify potential manufacturing defects related to the complaint events. The lot number was not provided and a device history record (DHR) review was unable to be performed. A review of the complaint history from march 2018 to february 2019 revealed other returned complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿ for the axela introducer sheath set. However, no manufacturing non-conformities were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the february 2019 control limit for all the trend categories. The axela IFU the ultra IFU, and edwards sapien 3 ultra procedural training manual were reviewed for instructions involving device preparation and use. The procedural training manual includes the following information that is specific to delivery system insertion through sheath. Using the fine adjustment wheel, ensure the balloon catheter is fully retracted into the flex catheter. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Insert the loader until it stops. Keep loader completely inserted in sheath until just before delivery system removal at end of procedure. Advance the delivery system with the edwards logo facing up, through the sheath until the thv exits the sheath. Consistent tactile feel until exiting sheath at tip. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification (if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 - 2 cm . In expectation of high friction, use short movements and the thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed since the device was not returned and no imagery of device insertion or photographs of the sheath were provided. A review of complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Training materials indicate that push force through the sheath can vary due to vessel diameter, tortuosity, and degree of calcification. Small vessel diameters or calcification can interact with the sheath and prevent it from fully expanding to allow passage of the delivery system. The presence of tortuosity can create challenging pathways that can increase resistance during device advancement. Procedural factors such as improper flushing or improper crimping of the valve can also contribute to resistance with the delivery system. The device was not returned and due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported events. In this case, it is possible that patient factors (vessel diameter/calcification/tortuosity) and/or procedural factors (improper flushing/improper crimping of valve) may have contributed to the reported event. However, a definite root cause was unable to be determined. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rate for the relevant trend category did not exceed the monthly trigger for action. As such, corrective or preventive action is required.